Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned and images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that a detached limb from a vena cava filter was discovered in the lung. No additional information was provided. The current patient status is unknown.